Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the silicone sleeve of the clave port remained in the depressed position. On an unspecified date, the tubing set was being used for intermittent delivery of unspecified medications via IV push. The customer contact reported that the male adapter of an unspecified syringe was connected to the removable clave port of the tubing set for delivery of an unspecified medication. It was reported that after the medication was delivered, the nurse disconnected the needleless syringe from the removable clave port of the tubing set. At this time, the customer contact reported that the removable clave port was disconnected from the tubing set. A replacement clave port was connected to the tubing set and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add¿l info was provided.